Manufacturer narrative:
Physio-control replaced the therapy pcb assembly which resolved the reported issue. Physio then made other unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u37. Physio observed that leg 9 of ic chip u37 had no output, which would not allow the assembly to communicate with the system controller (sc) pcb assembly and lead to a constant leads off message.

Event description:
The customer, a biomed, contacted physio-control to report that their device had a service indicator present and would not detect that a quik-combo therapy cable or hard paddles assembly was installed. As a result, defibrillation therapy was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.